Event description:
Falls off - oral-b device breakage replacement heads. Didn't fit toothbrush - oral-b device connection issue. Case narrative: consumer via chat stated that the oral-b precision clean toothbrush replacement heads did not fit their oral-b toothbrush, model 3709. It fell off while being used. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
16-may-2023 follow up: complained product will not be available.

Event description:
Falls off - oral-b [device breakage]. Replacement heads...didn't fit toothbrush - oral-b [device connection issue]. Case narrative: consumer via chat stated that the oral-b precision clean toothbrush replacement heads did not fit their oral-b toothbrush, model 3709. It fell off while being used. No injury was reported.